Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes,. D10: returned to manufacturer on: 26-jun-2023 h6: investigation summary three protectors assembled onto a vial were provided to our quality team for investigation. Through visual inspection it was observed the protectors were not properly assembled onto the vial, the needles was noted to be crooked and pierced the vial off center. A device history review was performed for lot 2301128, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues were found during testing. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion.

Event description:
It was reported that the bd phaseal¿ protector (p14) needle bends during and after piercing causing leakage. The following information was provided by the initial reporter: verbatim: the needle of the protector bends during/after piercing the septum --leaking

Event description:
It was reported that the bd phaseal¿ protector (p14) needle bends during and after piercing causing leakage. The following information was provided by the initial reporter: verbatim: the needle of the protector bends during/after piercing the septum: leaking.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.